Event description:
A report was received that the patient was experiencing a pain and discomfort at the pocket site due to ipg migration. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the ipg did not migrate. The patient was revised and stable post-operatively.

Event description:
A report was received that the patient was experiencing a pain and discomfort at the pocket site due to ipg migration. The patient will undergo a revision procedure.